Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred after the pump got wet from the rain. Additionally, it was reported that the pump touch screen was unresponsive. The customer's blood glucose was 230 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.